Manufacturer narrative:
In the context of hyaluronic acid filler injections, some patients may develop a hypersensitivity reaction due to an ige-mediated immune response of the body to the injected product (type I hypersensitivity reaction). This may occur after initial or repeated exposure and result in the edema, erythema, pain, and itching characteristic of an allergic response. Regarding angioedema, some authors believe that most angioedema cases are due to physical urticaria or hereditary or acquired angioedema, respectively triggered by mild trauma, rather than ige-mediated histamine release. Nonetheless, in rare cases, ige-mediated antibody response to either the disinfection agent (e.g., chlorhexidine) or ha fragments or other filler components (e.g., lidocaine) is possible. Treatment depends on the severity, but if there is no spontaneous resolution, anti-inflammatory intake is recommended. The risk of such adverse reactions is mentioned in the instructions for use of teoxane filler products.

Event description:
Revance notified teoxane of an adverse event on (B)(6) 2023. A patient was injected on (B)(6) 2023 with two teoxane products: 2 syringes of rha 4 in the midface and 1 ml of rha 3 in the lower face (case (B)(4)). The injections were done with the needle provided in the box. Three (3) days after the injection, on (B)(6) 2023, the patient experienced angioedema in the eyes and lips, itching and a small facial rash. At the beginning, the patient was prescribed the following treatment antihistamine. Since she didn't respond to the treatment, the practitioner prescribed corticosteroid methylprednisolone (medrol dose pack) and topical antihistamine diphenhydramine (benadryl cream) and cool compresses. Despite reminders, no updates were provided about the patient, thus the case was closed as is.

Event description:
Revance notified teoxane of an adverse event on 28-jul-2023. A patient was injected on (B)(6) 2023 with two teoxane products: 2 syringes of rha 4 in the midface and 1 ml of rha 3 in the lower face (B)(4). The injections were done with the needle provided in the box. 3 days after the injection, on(B)(6) 2023, the patient experienced angioedema in the eyes and lips, itching and a small facial rash. At the beginning, the patient was prescribed the following treatment antihistamine, but she didn't respond for treatment, so the practitioner prescribed corticosteroid methylprednisolone (medrol dose pack) and topical antihistamine diphenhydramine (benadryl cream) and cool compresses. The situation of the patient and symptoms evolution are monitored. No additional information is available at the time of this report.

Manufacturer narrative:
The symptoms are monitored and additional information will be added to final report.